Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating that there was a connection problem between devices, and data recovery was not done. As the issue was discovered during tests, there was no patient involvement at the time of the event. No patient or user health consequences or impact occurred.

Manufacturer narrative:
Updated reporting institution name.